Event description:
Boston scientific received information that this device could not be interrogated despite the use of two programmers which had no interrogation issues with another device. This boxed device was not implanted and will be sent back for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when the device is returned and evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.